Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device was also received with minor scratched display window, cracked case display window corner and broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. Blood glucose value was 268 mg/dl. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The customer did not receive the second series of beeps nor did numbers appear on the screen. The device was returned for analysis.